Manufacturer narrative:
E1: initial reporter address:(B)(6). E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000 ml eva tpn bag was damaged. This was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H11: the device and photograph of the sample were received for evaluation. The returned photograph was reviewed, and it was noted that there was a puncture hole in the front middle of the eva (ethylene vinyl acetate) lay-flat film area of the bag. The actual sample was visually inspected, and it was observed that there was a puncture hole in the front middle of the eva (ethylene vinyl acetate) lay-flat film area of the bag. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.